Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Resubmitted on (B)(4) 2015 as the initial report was stuck in ack 2 of 3.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the jaws closed. During mechanical testing the jaws would not open so no functional testing could be performed. The device was disassembled and the proximal gear was missing four teeth, they were not returned. The damage to the proximal gear prevented the jaws from opening and closing. Although the gear teeth may have been discarded or lost after the device was removed from the surgical field, our findings raise the possibility that the pieces could have been left in the patient, though this device is used in open procedures and the gear and gear teeth are in the handle of the device. We are sending this letter in an effort of helpful transparency in the event of an unexpected post-operative complication.

Manufacturer narrative:
(B)(4). Additional analysis results/ additional device analysis: the device had previously been disassembled and the proximal gear was removed for further examination. The proximal gear had 4 teeth from the outer diameter broken off. The part was visually examined, photographed and then the surface of the fractured teeth were examined with the scanning electron microscope (sem). The part broke as a result of an excessive load applied to the teeth. The fracture surface of all 4 of the teeth indicates that part was a normally processed powder metallurgy component. There was no evidence of a green state fracture on any of the teeth. The gear broke as a result of an excessive load being applied to the teeth. The part was properly processed and there was no evidence of a green state crack in any of the fractured teeth.

Event description:
It was reported that the customer could not advance the knife blade during a cystectomy. Customer used a second device to complete the procedure. No patient consequences.

Event description:
It was reported that they could not advance the knife blade during a cystectomy. Customer used a second device to complete the procedure. No patient consequences. Device to be returned